Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no product was returned for evaluation and no images were provided for review. It was reported that the patient was experiencing low flows due to outflow graft obstruction. The report of low flow alarms was confirmed by an onsite abbott representative. The representative successfully installed system controller low flow software 1.5.2 on 20aug2020. It was reported that the patient received an outflow graft exchange on (B)(6) 2020. The patient was doing well post exchange. It was reported that the exchanged outflow graft will not be returning for evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 21jan2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than (B)(6) liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this investigation. It was reported that the patient was experiencing low flows due to outflow graft obstruction. The report of low flow alarms was confirmed by an onsite abbott representative. The representative successfully installed system controller low flow software 1.5.2 on (B)(6) 2020. It was reported that the exchanged outflow graft will not be returning for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), and no further related events have been reported at this time. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The system monitor section describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Section 5 of the IFU, entitled ¿surgical procedures,¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6, entitled "patient care and management," contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7, entitled "alarms and troubleshooting," outlines all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5, entitled "alarms and troubleshooting," outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer requested that the heartmate 3 low flow software version 1.5.2 be installed for the patient. Technical services was scheduled to perform the install on (B)(6) 2020. It was additionally reported that the software installation was successfully performed on (B)(6) 2020. The equipment service report and low flow request form were attached. Within the software request form under "reason low flow controller required," the field reads "outflow graft obstruction, upcoming exchange but decrease frequency of alarms until then." The patient received an outflow graft exchange on (B)(6)2020. The patient is reportedly doing well post exchange.